Manufacturer narrative:
The insulin pump had no button error alarms during testing noted. However the device had moisture damage on keypad traces. No moisture damage on electronics noted. The device had scratched display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 155 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.